Manufacturer narrative:
510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings compared to normal result(s)/ feelings. The patient reported high readings from the high 300's and 500's. The patient did not report any symptoms and did not report seeking any medical attention or contacting their physician for assistance. A quality control test was done and the test strips failed using the control solution. Test strips were replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient did not report exhibiting any symptoms or receiving any medical attention. The complaint is being reported since the test strips failed using the control solution.